Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient said they are not sure if it is them. The patient went to doctor and said maybe they should call the manufacturer for technical problems. Patient is not able to connect their handset and communicator to the stimulator. The patient kept getting the message to retry. Patient hasn't had trouble connecting before. It seems some issues are mainly at night. They went to bed at 9pm. 11pm the patient had wet themselves. Checked stimulator and was turned off. Then two hours later they are back up again. The patient took tylenol to relax. 4am again woke up was wet. They got up three times during the night. During the day the patient tries to make it three hours to make sure can get there, but dribbles a little bit. They got up at 5am and voided and then voided at 9am. So far been fine. When the patient left the hospital, they were on program 1 at 1.9 volts. Made sure the communicator was not plugged into the recharger. Made sure the patient wasn't around an emi. They said no. The patient is in the room they normally is when they connect. Had the patient feel the stimulator and place the communicator vertically over the right side of the stimulator. Had them turn it to 11 o'clock and to 1 o'clock. Had the patient put it horizontal. Had patient lean forward while sitting. Patient is not able to connect. Last time patient was able to connect was yesterday. Patient said the stimulator does not feel deep. Patient did not have anyone there to help them and was getting tired. The patient will call back when they have someone present to help. The patient called back stating they located the ins. The patient repeated event info regrading not being able to sleep at night due to urinary incontinence. Reviewed options to increase amplitude or change programs if not resolved. Offered to assist the patient with communicator and handset use but the patient declined stating they already know how to use them. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that their bladder is worse and their bowels are worse. They had some pain and dialed down the stimulator. They said they had fallen and still can feel stimulation but its not working right. The patient said they were still groggy when they had surgery for the permanent implant. Once patient was transferred to patient services the patient reported its not working well and they were going every two hours. They said last week they had two bowel accidents. Patient services suggested they switch to a different program. The patient switched programs and adjusted stimulation. They had a follow up appointment with their healthcare professional the next day. The patient was advised to provide an update to their healthcare professional.

Event description:
Additional information was received from the patient. They reported that they continue to question if therapy worked well for them. They had discussed removal with their managing physician but the doctor felt it was working for the patient so they left it implanted. Patient asked for assistance using programmer and communicator. Reviewed information but patient was encountering device not responding message. Patient indicated they can feel the ins and felt confident they had the communicator in the correct spot but could not resolve the device not responding issue with troubleshooting. Reviewed possible eos and redirected patient to managing physician for device check.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the connection issues was unknown. It was unknown if the issues were caused by normal battery depletion. Patient stated they needed to visit their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had a fall and their health care provider ordered an x ray. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.